Event description:
In 2002 nurse called medtronicd minimed, USA with customer in hospital for diabetic keto-acidosis. The infusion set was leaking. On june 2002 maersk medical a/s received the complaint and 7 unused infusion sets.